Event description:
The system was responding with mixed solid tones during the lap colon procedure. The customer replaced the handpiece and the solid tones went away. The case was completed with no patient consequence.